Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, external visual inspection revealed tool marks and added medical adhesive on the device case and header. Impressions left by the seal rings of the implanted leads indicate all leads were fuller inserted into the lead barrels. The header was completely attached to the device case. All set screws operated normally. Device memory revealed a fault had occurred which the device appropriately corrected. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected a review of the daily lead impedance measurements noted that the right ventricular lead impedance started increasing twenty-four days after implant. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that this device with non-boston scientific leads displayed right ventricular oversensing, high out of range impedance measurements and increased threshold measurements. A lead revision was performed. After removing the device from the pocket, visual observation revealed the device and leads were coated with silicon glue. There was concern that there may be a header issue. A decision was made to replace this device. This device was removed and returned for analysis. After connecting the replacement device, shock impedance measurements were high out of range. The non-boston scientific atrial lead was also replaced. No return of the leads is intended. The device will be returned for analysis. No adverse patient effects were reported.

Event description:
- -